Event description:
It was reported that during a follow up in clinic, incorrect interpretation of signal was noted on the device resulting in inhibition of therapy. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the incorrect interpretation of signal associated with the programming of the device event was sensed by the device, leading to inhibition of therapy.